Manufacturer narrative:
UDI: (B)(4). This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the air reamer drive device motor was worn and had low power. The device also failed pretests for check power with test stand, minimum 190 w to 260 w (watt). The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.